Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm, weak battery alarm and off no power alarm. The customer reported that the insulin pump had crack on the back. The customer reported that the insulin pump might have been dropped. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The customer stated that they did not receive a low battery alert prior to off no power alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with weak battery alarm, off no power alert, failed battery test and low battery alert noted. Insulin pump received with broken battery tube thread noted.